Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented emergently with chest and abdominal pain. Computed tomography (CT) detected a type iiia and iiib endoleaks. The physician plans to re-intervene but surgery has not been scheduled. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported. Additional information: the physician performed a re-intervention on (B)(6) 2020 with an afx2 bifurcated stent graft. No further details provided. During the investigation, the clinical personal determined that there was evidence to reasonably suggest buckling of the bifurcated stent graft had occurred.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the report type 3a endoleak of the aortic components was confirmed. However, the type 3b endoleak event is unconfirmed due to a lack of relevant medical imaging, as several attempts were made but was denied as patient authorization is needed. Buckling of the bifurcated stent graft was also identified. Procedure related harms device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was not reported. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: result: remove code 3233 conclusion: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately eight (8) years post initial procedure, the patient presented emergently with chest and abdominal pain. Computed tomography (CT) detected a type iiia and iiib endoleaks. The physician plans to re-intervene but surgery has not been scheduled. The patient is reportedly in stable condition. As of date, there have been no additional patient sequelae reported.